Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion alert being displayed. A request was made to have data from this device analyzed. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported.